Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a medical history of chronic obstructive pulmonary disease (copd), covid-19 (2020), left elevated hemidiaphragm, and muscular sclerosis. Per the physician, the biopsied nodule was a 1.6 cm ground glass lesion in the left lower lobe. The nodule was peripheral, but not right up against the pleura. The procedure was completed, and the patient was checked for a pneumothorax via fluoroscopy - a pneumothorax was not identified at that time. The patient was then extubated and transferred to the post-anesthesia care unit (pacu) where she experienced shortness of breath and chest tightness. A chest x-ray then revealed a pneumothorax; therefore, a 14 or 16 french bedside chest tube was placed to resolve the pneumothorax. The physician did not believe the ion system caused or contributed to the pneumothorax, but suspected a pneumothorax could occur because large pieces of the lung were biopsied using forceps. A flexision needle was also used during the ion procedure. The patient was hospitalized for a total of 4-5 days, then discharged home. The diagnosis was chronic inflammation in conjunction with known connective tissue disease.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.